Event description:
Caller reported false negative urine hcg results using consult dipstick vs. Positive ultrasound. A female pt between 20-30 years of age was tested at our facility and a negative urine hcg result was observed. The pt had a positive ultrasound; four months into pregnancy by ultrasound.

Manufacturer narrative:
Lot number(s): hcg9120135. Expiration date(s): 11/2011. Control lot: 25 miu/ml hcg urine control lot: hcg100727-01, 100 miu/ml hcg urine control lot: hcg100513-01, 228.6 iu/ml hcg urine control lot: hcg100420-02. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25 miu/ml hcg urine controls. (N=5). Clearly positive results were observed at 3 minute read time when tested with 100 miu/ml hcg urine controls. (N=5). Clearly positive results were observed at 3 minute read time when tested with 228.6 iu/ml hcg urine controls. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.